Event description:
It was reported the patient was admitted to the hospital and diagnosed with an infection at the ipg site and lead site. As a result, the patient underwent surgical intervention wherein the scs system was explanted to address the issue.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
A patient was admitted to the hospital and diagnosed with an infection at the ipg site and lead site was reported to abbott. As a result, the patient underwent surgical intervention wherein the scs system was explanted to address the issue. As a result, a device history record was performed to review and confirm the sterility of devices. Based on the documents reviewed, the source of the infection remains unknown.